Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple months ago from the date the manufacturer was made aware.

Event description:
It was reported that the placement of the ipg had caused discomfort to the patient. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.